Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that a 13.2mm vticmo13.2 implantable collamer lens of -8.5/2.5/86 (sphere/cylinder/axis) was implanted in the patient's right eye (od) on 10-apr-2024. The patient experienced excessive vaulting. Intraoperatively the lens was removed and replaced with a shorter length lens and the problem resolved. The cause of the event was reported as unknown.